Event description:
A homept's nurse reported that the pt did not connect their transfer set to the pt line of the homechoice set properly. No pt injury or medical intervention was indicated at the time of the initial report.